Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the surgeon was beginning to transect stomach, the handle was unable to be squeezed even when the green button was pressed, wherein the device was loaded by the scrub nurse familiar with the product, but the handle could not be compressed after pressing green button, it was locked. A new device was used in order to complete the case. No patient injury.